Event description:
A malfunction was reported on a pump, but no prior notable events occurred. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump, although they were unable to complete the reset during the call and planned to call back if issues persisted or the malfunction recurred. The customer declined further follow-up.